Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. Due diligence attempts were made to gather additional information regarding a device failure mode, however additional information is not available at this time. Patient medical records were not provided by the hospital for review, or the medical records provided do not clarify the device failure mode. Per the instructions for use (IFU), reoperation/explant are known potential adverse events associated with bioprosthetic cardiac valves and annuloplasty rings. In this case, there is no evidence of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. Based on the information available, a definitive root cause cannot be conclusively determined.

Event description:
Edwards received notification that a patient with a perimount valve implanted in aortic position underwent a valve-in-valve intervention after an unknown implant duration due to unknown valve failure. A non-edwards transcatheter valve was implanted within the edwards surgical valve.